Event description:
It was reported that after a percutaneous transluminal coronary angioplasty of the left anterior descending and left circumflex arteries, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, after advancing and tightening the knot to the arteriotomy, bleeding continued. Leaving the suture in the arteriotomy, manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. A needle-to-cuff miss was confirmed as evidenced by the posterior cuff remaining in the posterior foot pocket. There was no needle strike mark observed at the posterior foot, suggesting that the posterior needle was deflected away from posterior foot during needle deployment. Because the posterior needle did not engage with the posterior cuff, the posterior cuff was not ejected from the posterior portion of the foot. When the needle plunger was removed from the device, the link was held on one end by the posterior cuff in the posterior foot pocket while being pulled on the other end by the withdrawal of the needle plunger. This resulted in the link detaching from the swage end of the anterior cuff as observed. The posterior cuff miss and subsequent link-to-anterior cuff detachment would result in a failure to retrieve the suture. Because the suture could not be retrieved, the knot would not form to advance to the arterial surface to close the vessel. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.